Event description:
It was reported that the patient experienced dizziness. Additionally, noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.